Event description:
During a rotator cuff repair using the footprint ultra pk suture anchor, it was reported that the sutures would not slide. The surgeon left the suture anchor in place and cut the sutures off at the bone leaving the device unsupported in the patient. Another footprint was used successfully in a new location to complete the procedure. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).